Event description:
Robotic camera arm lost functionality of the scope and camera head two hours into the procedure. Scope was removed, the case was aborted and completed later the same day when a replacement arm was obtained by the vendor.